Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: (B)(4) lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance, diminished sensing, and rising threshold. The right atrial lead had low pacing impedance, diminished sensing, and rising threshold. Both leads were capped and replaced. No patient complications have been reported as a result of this event.